Event description:
The customer reported that the device had a "system error" where the device failed to power on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.